Event description:
Note: this MFR report pertains to the first of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-6304 and #3005099803-2008-6423 for a description of the other devices. It was reported to boston scientific corporation in 2007 that a resolution clip device was used during a colonoscopy procedure performed six days prior (patient age, gender and weight are unknown). During the procedure, the clip would not deploy or release from the catheter. When the nurse pulled back the oversheath the clip was already deployed and fell off the catheter into the colon. A second resolution clip device was used in attempt to complete the procedure.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.